Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Setscrew marks were noted on the terminal pin, indicating a proper connection was made with the device. Visual inspection noted a bend in the outer insulation of the lead at 50 cm from the terminal pin, on the distal end of the suture sleeve. An x-ray of the lead revealed all conductor coils in this location were fractured. Laboratory analysis determined that the fractured conductor coils caused the reported clinical observations of out-of-range pacing impedance measurements and loss of capture.

Event description:
Boston scientific received additional information that a lead revision was performed. Before the procedure, the lv lead continued to exhibit high, out-of-range pacing impedance measurements and loss of capture. The lead was explanted. However, due to thrombosis of the subclavian vein, no new lv lead was implanted. The patient was scheduled for an epicardial lv lead procedure. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented for a routine device follow-up. Device interrogation revealed the lv pacing impedance measurements were greater than 2,000 ohms, with high pacing threshold measurements and intermittent capture. An x-ray was performed, which confirmed the lead remained in the proper position with appropriate connection. The physician was considering a lead replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service. This report will be updated when additional information is received.